Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's right knee was revised due to pain and instability. A size 3 femoral component and cs insert were revised to a size 3 ps femoral component with a 3x9 ts insert.